Event description:
It was reported that a large volume infusor had no fluid flow out from the flow restrictor. The bladder appeared to be deflating normally. However, after a while, it stopped deflating and remained the same size. The device contained cloxacillin antibiotics. The device was disconnected. The occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 1, 2023 ¿ june 2, 2023. H11: the device was received for evaluation with fluid in the bladder. A visual inspection was performed, and white drug precipitate in the fluid of the bladder was observed. No evidence of fluid was noted flowing out at the distal end of the flow restrictor. Force prime technique was performed serval times, and flow was not observed. Subsequent examination on the flow restrictor revealed drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.